Manufacturer narrative:
Eval summary: the [primary operative notes provided states that excellent flexion of 120 and did not indicate any anomalies that were encountered during the procedures. The revision notes provided state that synovitis was present. It was also noted that a large amount of fibrosis around the knee was limiting the range of motion and causing pain. Resection of the fibrosis revealed that the femoral component was malpositioned. The root cause for this event appears to be large amount of fibrosis around the knee; however, a definitive root cause cannot be determined with the information provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the pt was revised due to massive fibrosis and malposition of the femoral component.